Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device') and pelvic pain ('severe pelvic pain') in a (B)(6) female patient who had essure (ess205) (batch no. 623648) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included depression, anxiety and gallbladder removal. Concurrent conditions included psoriasis since 2004, kidney stones and obesity. Concomitant products included clonazepam (klonopin) since (B)(6) 2013, fluoxetine hydrochloride (prozac) since (B)(6) 2013, hydrocortisone (cortizone 10) since (B)(6) 2011, medroxyprogesterone acetate (depo-provera) since 2007 and mirtazapine since (B)(6) 2013. On (B)(6) 2007, the patient had essure (ess205) inserted. On (B)(6) 2012, the patient experienced furuncle ("rashes/boils on stomach"), 4 years 10 months after insertion of essure (ess205). On (B)(6) 2014, the patient experienced migraine ("migraines") and headache ("headaches") and was found to have weight increased ("weight gain"). On (B)(6) 2015, the patient experienced pelvic pain (seriousness criterion medically significant), vaginal infection ("chronic vaginal infections") with vaginal discharge, depression ("depression"), anxiety ("anxiety") and cystitis ("bladder infection"). On (B)(6) 2015, the patient experienced dyspareunia ("painful intercourse (dyspareunia)"), dysmenorrhoea ("dysmenorrhea (cramping)") and fatigue ("fatigue"). On (B)(6) 2017, the patient experienced menorrhagia ("abnormally heavy menstrual bleeding") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6) 2019, the patient underwent renal surgery ("3 kidney surgeries within week"). On (B)(6) 2019, the patient experienced peripheral swelling ("swelling of legs and feet"). On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), abdominal pain lower ("severe lower abdominal pain"), pruritus ("itching"), urinary tract infection ("urinary tract infection"), skin disorder ("skin conditions"), back pain ("back pain"), uterine pain ("uterus pain"), pain in extremity ("legs, feet pain") and abdominal pain ("abdomen") and was found to have weight decreased ("weight loss"). Essure (ess205) treatment was not changed. At the time of the report, the device dislocation, pelvic pain, abdominal pain lower, menorrhagia, migraine, headache, vaginal infection, dyspareunia, depression, anxiety, furuncle, pruritus, weight increased, vaginal haemorrhage, cystitis, urinary tract infection, skin disorder, dysmenorrhoea, fatigue, weight decreased, peripheral swelling, back pain, uterine pain and pain in extremity had not resolved and the renal surgery and abdominal pain outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, anxiety, back pain, cystitis, depression, device dislocation, dysmenorrhoea, dyspareunia, fatigue, furuncle, headache, menorrhagia, migraine, pain in extremity, pelvic pain, peripheral swelling, pruritus, renal surgery, skin disorder, urinary tract infection, uterine pain, vaginal haemorrhage, vaginal infection, weight decreased and weight increased to be related to essure (ess205). The reporter commented: patient is currently investigating removal options, as she has not yet been able to undergo surgery to remove the essure micro-inserts. Consequently, she continues to suffer from the symptoms outlined above discrepancy noted in essure insertion date: (B)(6) 2007. Current weight (B)(6). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.1 kg/sqm. Hysterosalpingogram on (B)(6) 2007: results: confirming full occlusion of fallopian tubes. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-dec-2019: pfs received. Events added: 3 kidney surgeries within week and abdomen. Event clubbed and pt term updated: rashes/boils on stomach. Event severity added for: back pain, uterus pain and swelling of legs and feet. Medical history, reporter and concomitant drugs were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.